Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead will be replaced in a few months. However, the patient did not specify any lead malfunction. Further, the patient stated that due to this lead, the device uses more battery than it should be. An attempt to obtain additional information from the field representative was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.